Event description:
Approximately 14 months postoperatively, an existing type 2 endoleak was repaired, utilizing coil embolization. The patient is fine. No allegation of deficiency regarding any of the excluder devices was made.